Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery the shaver hit the ar-8500fot and metal splinters got into patient and are remaining there. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500fot flushcut (labeled with component batch 47681621) was received for investigation. Visual inspection identified that the outer tube hood was warped around the burr cutting head. Using micro-vu ID: 654, it was detected that approximately 0.124 mm of the edge of the outer tube had fragmented off of the assembly. No metal shavings were returned for analysis. Material analysis identified that the device met all as-received specifications. The observed condition is consistent with user applied forces via over-torquing and/or prying/leveraging the device against bone and/or hard tissue during use.